Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2750, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. A detached needle of product code vcp936h was returned for evaluation. During the visual inspection of detached needle, the swage and attachment area were noted to b as expected, body fluids could be observed and marks that appears to be by use of a surgical instrument were noted. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to the suture was not received for evaluation, it could not be determined what may have caused the reported incident of: ¿ it was reported that breakage suture during the cesarean section¿. An unopened sample of product code of product code vcp936h, lot # mk2750 was returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-84897 and 2210968-2019-84898. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information is available.